Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found premature battery depletion due to an internal battery anomaly. (B)(6); failure (event) observed during analysis.